Event description:
It was reported that treatment was performed using subject stent and evolve for internal carotid-posterior communicating artery aneurysm. The subject stent was successfully placed but after a first postoperative day, the patient developed a paralysis. Additional treatment was performed using percutaneous transluminal angioplasty. Update: additional information received stated that the paralysis was not caused by the subject device in question and the event was not related to the subject device.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no adverse event/product problem . B2 outcomes attributed to ae - corrected - no required intervention to prevent permanent impairment/damage (devices). B5 executive summary - updated. Section h1 type of reportable event - corrected - no serious injury/malfunction. F10 / h6 medical device problem code - device code grid - updated. F10 / h6 clinical signs code grid - health effect - clinical code - updated. F10 / h6 health impact code grid - health effect - impact code - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. It was reported that ¿treatment was performed using a stent and flow divertor stent for internal carotid-posterior communicating (ic-pc) aneurysm. The stent was successfully placed and treatment completed, but as the patient developed paralysis today, additional treatment was performed using percutaneous transluminal angioplasty (pta).¿ additional information provided by the customer indicated the patient anatomy was tortuous, but it's not that severe. The patient was on dual anti platelet therapy (dapt) before and after the surgery. The duration is unclear, but it should be the same as conventional flow divertor (fd) treatment. No patch test was performed before the procedure to confirm that the patient is not allergic to the implantable device. The patient presented with an unruptured aneurysm. This case involves a patient who previously underwent clipping for subarachnoid hemorrhage (sah), followed by two subsequent coil treatments. The adverse event did not result in patient hospitalization or prolongation of existing hospitalization as recovery is underway. Due to inadequate hemostasis, the patient reportedly complained of slight numbness in the limbs. The initial surgery that occurred by using atlas and evolve was the fourth treatment following one clip and two coil procedures for icpc. The physician determined that the paralysis was not caused by the device in question and the event was not related to the subject device. The patient is recovering. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that treatment was performed using subject stent and evolve for internal carotid-posterior communicating artery aneurysm. The subject stent was successfully placed but after a first postoperative day, the patient developed a paralysis. Additional treatment was performed using percutaneous transluminal angioplasty.